Event description:
It was reported that inappropriate episodes of mode switching due to noise or myopotential related oversensing was observed on the device. Abbott technical support confirmed the event and the device was reprogrammed to resolve the event and the patient was in stable condition.